Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the collimator cover on the imaging system was adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a collimator error after start up. It was reported that the boot up took longer than anticipated. There was no patient present when this issue was identified.